Event description:
It was reported that balloon rupture occurred. The target lesion was located in the shunt in a forearm vessel. A 5.0mm x 40mm, 40cm mustang balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 15 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).